Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular emergent treatment of a ruptured over 10 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently and had a poor quality non-contrast 5mm scan, and the patient was not an open surgical candidate. The physician inserted but was unable to advance an endurant 36 bifurcated stent graft through the severely torturous right iliac artery. The physician attempted to advance a 12f sheath, but was unsuccessful. The physician advanced a pigtail catheter, performed an angiogram, marked renals and boney landmark, removed pigtail catheter. The physician elected to use an endurant aui through the left iliac artery. The endurant 36/14/102 aui was advanced to the intended landing zone, flowered, pulled back with some reported inward tension and deployed lower then intended. The stent graft was ballooned however there was a blush observed from a possible type ia endoleak. The physician implanted an endurant 36 aortic cuff and gain another 4-5mm in the aorta towards the renal artery. The physician then implanted 4 aptus anchors. The angiogram showed that there was still a faint blush. The physician elected to implant another manufacturer's stent proximally covering the aptus endoanchors. The physician then embolized the right common iliac. The final angiogram showed that the endoleak was resolved. The case was completed. The physician stated that the cause of the event was due to the patient's anatomy; the patient was not an open candidate and with the torturous iliac artery. The following day a CT scan revealed that there was a type ia endoleak. The physician decided that the unhealthy marginal aortic neck had a type 1a endoleak therefore elected to implant an endurant aortic cuff up to the sma and resolved the type ia endoleak. No additional clinical sequelae were reported and the patient is fine.